Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. It was noted that the returned device indicated a damaged grommet. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that there was a drop in rv lead impedance.

Event description:
It was reported that during initial implant of the patient's system, the right ventricular (rv) lead set screw appeared to not tighten thus it was replaced during the procedure. Within a week, the patient received a lead integrity alert (lia). The result of the alert indicated oversensing resulting in a high short interval counts (sic), along with possible noise which were present based on the diagnostics. During the replacement procedure, the rv set screw grommet on the original device was noted to be open and damaged. The physician explanted and replaced the original device. No patient complications have been reported as a result of this event.